Event description:
Developed a rash on hands and joint pain. Received a diagnosis of dermatomyositis on (B)(6) 2023. I have had silicone breast implants since (B)(6) 2017 and believe the dermatomyositis is a result of the implants (natrelle - allergan). Referred back to rheumatologist who stated the test result is associated with dermamyotosis. A very large study by md (B)(6) indicated this condition is prevalent in women with silicone implants with a 2% higher incidence than the general public. Still have the breast implants in my body. Reference report: mw5115357.